Manufacturer narrative:
It was reported that back end of the end effector broke off during reaming. Product evaluation and results: "visual inspection: visual inspection confirms failed locking mechanism . The 202866 release knob is missing. There is oxidation and discoloration on the 202870 slide assembly, 202862 ball retainer. The 206966 reamer barrell has fractures/cracks at the degree markers . Dimensional inspection: dimensional inspection was not completed as visual inspection clearly shows the failure of the device. Functional inspection: functional inspection as not completed as visual inspection clearly shows the failure of the device. Material analysis: material analysis was completed as part of the root cause investigation of CAPA 1450905." Product history review: review of the product history records indicate 47 devices were manufactured under lot 19540615 and (B)(4) devices were accepted into final stock on 10/19/2016. Review of qt 16-10-0052 revealed that (B)(4) devices were re inspected and 1 was accepted into final stock on 08/23/2019. It also revealed that the non conformance is not related to the failure alleged in this complaint. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 206967, lot 19540615 shows 10 additional complaints related to the failure in this investigation. Conclusions: the failure is confirmed via visual inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Back end of the end effector broke off during reaming. Case type: tha.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Back end of the end effector broke off during reaming. Case type: tha.